Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt the lead was unable to be positioned without diaphragmatic stimulation. The lead was removed and not replaced. No patient complications have been reported as a result of this event.